Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. Concomitant products: 5076 implantable pacing lead 2008 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) 2011 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an impedance spike on the superior vena cava (svc) and rv defibrillation portions of the lead in the previous month. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: subsequently, the distal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. A flex fracture of the high voltage right ventricular (rv) coil conductor was also noted.